Manufacturer narrative:
Concomitant medical products: 457445 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that review of a remote transmission showed that the right ventricular (rv) lead triggered an alert for a single high rv defibrillation impedance measurement slightly higher than the programmed alert threshold. The lead remains in use. No patient complications have been reported as a result of this event.